Event description:
It was reported that the customer experienced intermittent cgm signal loss from a dexcom g7 to the ilet, during which the ilet did not display glucose values while the dexcom app continued to show readings; the event included a reported low earlier in the morning that was self-treated, followed by elevated glucose up to 319 mg/dl and subsequent readings trending down, and ilet alerts were received. Symptoms included none. Outcomes included transient loss of automated glucose data to the ilet and hyperglycemia that resolved without medical intervention or hospitalization. Investigation included remote troubleshooting and user education for cgm-to-ilet connectivity. Investigation of this case revealed restored cgm communication and resumed display of glucose values on the ilet after waiting and monitoring. It was concluded that the event was due to cgm signal loss to the ilet with observed hyperglycemia, with resolution after reconnection.